Manufacturer narrative:
Radiographic image review: anterior xray l2 comparing with l1-3 posterior augmentation. The superior endplate cap of the corpectomy graft appears fractured on one side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding implanted with endcap. Pre op di agnosis was vertebral body replacement ( l2). It was reported that about 6 months after the surgery, the extended endo cap was damaged when an x-ray of the patient's postoperative progress was received. Extended end cap was broken at the border with the centerpie ce. The patient does not wish to undergo a repeat surgery at present, so it is left as is. There were no patient symptoms reported. There were no further complications reported regarding the event.